Event description:
A complaint of high readings was received on a customer's medisense 2 meter. The customer obtained a reading of 5.5mmol/l at 7:45am. Customer collapsed at 8:00am. The customer's family member tested customer again at 8:15am and obtained a reading of 4.5mmol/l. An ambulance was called, they arrived at 8:30am and tested the customer using their optium meter which gave a reading of 2.2mmol/l. Another test was performed at the hosp using the customer's medisense 2 meter. This gave a reading of 2.8mmol/l at around 10:00am. The hosp performed a test using an optium meter which gave a reading of 1.1mmol/l. The customer was given a glucose injection and was sent home from hosp.